Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported event, and a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be established through this evaluation. It was reported that the patient had been somewhat diuretic resistant while in the hospital; however, the pump was functioning as intended with no indication of malfunction or thrombosis. The submitted controller event log files contained data from 27aug2020 ¿ 23sep2020. The only alarms captured were power cable disconnects associated with routine power source exchanges and low power advisory/hazard alarms associated with the usage of the heartmate 14v li-ion batteries below the advisory voltage threshold. The low power advisory/hazard alarms resolved when fully charged batteries were connected. The system appeared to operate as intended at the set speed for the duration of the log files. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted on 14sep2020 due to acute chronic systolic heart failure. The pump is functioning as intended with no indication of malfunction or thrombosis.